Manufacturer narrative:
Discrepant ferritin results were provided for an additional 3 patient samples (patient (B)(6), patient (B)(6), and patient (B)(6)). Patient (B)(6) result from the e402 analyzer was 24 ng/ml. The result from the siemens method was 15.8 ug/l. The result from the alinity method was 19.85 ng/ml. Patient (B)(6) result from the e402 analyzer was 17.7 ng/ml. The result from the siemens method was 11.3 ug/l. The result from the alinity method was 13.08 ng/ml. Patient (B)(6) result from the e402 analyzer was 2607 ng/ml. The result from the siemens method was 2290 ug/l. The result from the alinity method was >1675.56 ng/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for multiple patient samples tested for elecsys ferritin (ferritin) on a cobas e 402 analytical unit. The customer alleged the issue started approximately 2-3 months ago. Data was provided from (B)(6) 2026. The following are examples of discrepant results for 5 patient samples tested on the e402 analyzer compared to the siemens method. The samples were repeated by the siemens method on (B)(6) 2026. Patient 1 initial result from the e402 analyzer was 481 ng/ml. The repeat result was 474 ng/ml. The result from the siemens method was 277.9 ng/ml. Patient 2 initial result from the e402 analyzer was 545 ng/ml. The repeat result was 544 ng/ml. The result from the siemens method was 333.3 ng/ml. Patient 3 initial result from the e402 analyzer was 600 ng/ml. The repeat result was 598 ng/ml. The result from the siemens method was 374.8 ng/ml. On (B)(6) 2026, patient 4 result from the e402 analyzer was 402 ng/ml. The result from the siemens method was 244.9 ng/ml. On (B)(6) 2026, patient 5 initial result from the e402 analyzer was 919 ng/ml. The repeat result was 929 ng/ml. The result from the siemens method was 587.1 ng/ml.